Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer attempting to start a new freestyle libre 3 plus sensor with the ilet mobile app repeatedly received an ¿incompatible sensor¿ alert despite confirmation that the sensor packaging indicated 3+ and after app deletion, bluetooth removal, reinstallation, and reattempted pairing. Symptoms included hyperglycemia, with a fingerstick blood glucose of 228 mg/dl. Outcomes included the user¿s decision to obtain additional sensors. Investigation included technical support-led troubleshooting and user education. Investigation of this case revealed repeated incompatibility alerts during sensor start despite use of a sensor labeled as compatible and after standard connectivity and app reinstallation steps. It was concluded that the reported event was related to a sensor compatibility or pairing issue with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.